Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of multiple motor error alarms on their insulin pump, and high blood glucose levels. The customer's blood glucose at the time of motor error alarm was unknown. Troubleshoot was conducted, and motor errors were noted in the alarm history. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer also states their blood glucose levels had risen to 500mg/dl. The customer's most current level was 586mg/dl. The customer states they treated with manual injection. Troubleshoot for the high was conducted. The customer was already getting the device replaced, so the customer was advised to monitor the replacement device when received, and call if issues persist.

Manufacturer narrative:
No unexpected no delivery alarm or motor error alarm was noted. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.